Event description:
It was reported that this artificial urinary sphincter was removed due to fluid loss from a hole in the cuff. The fluid loss resulted in urinary incontinence. At explant, a hole was noticed in the cuff. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. No additional patient complications were reported.